Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered an alert due to high out-of-range shock impedance measurements greater than 125 ohms, and as a result the ICD began emitting beep tones. The patient was brought to the clinic for troubleshooting, the alert was reset, and the shock impedance alert value was raised to 150 ohms. This ICD and rv lead remain in service, and will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered an alert due to high out-of-range shock impedance measurements greater than 125 ohms, and as a result the ICD began emitting beep tones. The patient was brought to the clinic for troubleshooting, the alert was reset, and the shock impedance alert value was raised to 150 ohms. This ICD and rv lead remain in service, and will continue to be monitored. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered beep tons due to continued out-of-range shock impedance measurements, with a recent measurement of 155 ohms. Commanded shocks were performed, resulting in a triad = 161 ohms, rv-to-can = >200 ohms, and rv-to-right-atrial (ra) >200 ohms. Troubleshooting options were reviewed. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered an alert due to high out-of-range shock impedance measurements greater than 125 ohms, and as a result the ICD began emitting beep tones. The patient was brought to the clinic for troubleshooting, the alert was reset, and the shock impedance alert value was raised to 150 ohms. This ICD and rv lead remain in service, and will continue to be monitored. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered beep tons due to continued out-of-range shock impedance measurements, with a recent measurement of 155 ohms. Commanded shocks were performed, resulting in a triad = 161 ohms, rv-to-can = >200 ohms, and rv-to-right-atrial (ra) >200 ohms. Troubleshooting options were reviewed. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered an alert due to high out-of-range shock impedance measurements greater than 125 ohms, and as a result the ICD began emitting beep tones. The patient was brought to the clinic for troubleshooting, the alert was reset, and the shock impedance alert value was raised to 150 ohms. This ICD and rv lead remain in service, and will continue to be monitored. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered beep tones due to continued out-of-range shock impedance measurements, with a recent measurement of 155 ohms. Commanded shocks were performed, resulting in a triad = 161 ohms, rv-to-can = >200 ohms, and rv-to-right-atrial (ra) >200 ohms. Troubleshooting options were reviewed. This ICD system remains in service. No additional adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) system underwent non-invasive programmed stimulation (nips) and recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. This ICD system remains in service, however right ventricular (rv) defibrillation lead revision was anticipated. No additional adverse patient effects were reported. Additional information received reported that this ICD was explanted/replaced and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.